Event description:
It was reported that this recently implanted implantable cardioverter defibrillator (ICD) system with a right ventricular (rv) lead is suspected to be exhibiting oversensing, since both p and r waves appear to be double-counted in stored episode, which led to inappropriate anti-tachycardia pacing (atp) therapy being delivered. Technical services recommended x-rays and a lead revision to reprogram rv sensing. This system remains in service and no additional adverse patient effects were reported.